Manufacturer narrative:
The device was not returned for evaluation. The device history record documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The reported complaint was not confirmed. No root cause was determined. Device identifier: (B)(4). Product identifier: (11)170310(21)hcc1700402ie.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported that on (B)(6) 2019, a c2602 cusa excel 36khz straight handpiece was showing failure in vibration system (did not pass vibration test and showed alarm on panel). There was no patient contact, injury, or delay in surgery. Additional information has been requested.